Event description:
Caller states, that the pt tested 223mg/dl on this device while a different professional device read 30-40mg/dl. No action was taken based on the result of 223mg/dl. Caller states, that a saline IV was started based on result from 2nd professional device. Caller was unable to provide information on any treatment received. Caller states, that there are no known procedures for performing quality controls on the device within their unit. Requested return of suspect device and replacement was sent.